Manufacturer narrative:
B5: the transfer set was in use one (1) month. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light blue main body of a peritoneal dialysis (pd) transfer set was cracked. The crack was observed during use of the device for pd therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.